Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A definitive root cause cannot be determined with the information provided. Device labeling indicates that the combination of the femoral and articular surface components used in this case is not indicated for use. The inappropriate combination of these products may have caused or contributed to the patient's pain. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Operative notes of the primary surgery were returned and reviewed. The notes state that after osteotomies trial components were placed with excellent alignment, range of motion (0 -130 degrees without subluxation) and stability. Final components were placed after mixing 1 pack of pmma cement and all excess cement was removed. There were no intraoperative or immediate postoperative complications.